Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1263 showed three other similar product complaint(s) from this lot number.

Event description:
It was report that: "received telephone call from district nurse who attended for PICC care and maintenance. PICC flushed and noted to be leaking. Advised to attend (B)(6) for assessment. PICC leaking and removed. Leak noted between 4 and 5cm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A kink was observed in the catheter approximately 5.6 cm distal to the molded joint, between the 4 cm and 5 cm depth markers. Another, less severe kink was also observed approximately 8.5 cm distal to the molded joint. A microscopic observation revealed two small holes at the corners of the kink between the 4 cm and 5 cm depth markers. The catheter surface in the area of this kink was observed to be less lustrous and wrinkled, particularly near the center of the kink. The fracture surfaces of the holes were observed to be granular and mostly flat. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of (B)(6) showed three other similar product complaint(s) from this lot number.

Event description:
It was report that: "received telephone call from district nurse who attended for PICC care and maintenance. PICC flushed and noted to be leaking. Advised to attend laurel house unit for assessment. PICC leaking and removed. Leak noted between 4 and 5cm."